Event description:
This device was implanted in 2011. A call to technical services placed on (B)(6) 2014 stated that the patient fell in (B)(6), impedances were going up and thresholds is increasing. Patient had history of infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).